Manufacturer narrative:
(B)(4). The customer reported a red x and chip as the power was applied. The settings on the device kept on resetting back to default values. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the problem. A philips investigator contacted the field service engineer for further clarification of the symptom. The fse stated that the device had failed to power up. The fse stated that the problem was resolved by replacing the processor pca.

Event description:
The customer reported a red x and chip as the power was applied. The settings on the device kept on resetting back to default values. There was no reported pt involvement.